Event description:
Additional information was provided by the surgeon. Symptoms were first noticed by the pt one day following initial implant surgery. The pt's current visual acuity is 20/20 j1. The surgeon will continue to observed the pt's progress and , currently, has no plans for intervention.

Event description:
A surgeon reported that a patient is seeing dark shadows following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.